Event description:
The customer reported false positive alinity I stat high sensitive troponin result generated on the alinity I processing module for one patient in the emergency room. The following data was provided (customer¿s normal range: 0-15.6 ng/l): on (B)(6) 2024: sample ID (B)(6): troponin result tested at 7:00 pm = 531.6 ng/l (ran on (B)(6) this result does not correlate with the patient¿s clinical presentation. A new sample with ID (B)(6) was tested at around 10:30 pm. Sample ID (B)(6) generated a troponin-I result of 27.20 ng/l on (B)(6) and was repeated on instrument (B)(6) giving a result of 25.8 ng/l. The laboratory marked this sample as a possible patient ID error and a new sample is requested. These results did not get reported out of the lab. A new sample with ID (B)(6) was collected at 12:35 a.m. Sample ID (B)(6) was tested and generated a troponin-I result of 23 ng/l on (B)(6). The customer retested the original sample tube, sample ID (B)(6), at around 12:15am generating a troponin-I result of 12.9 ng/l on another analyzer (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66339ud00. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for lots 66340ud00 / 66345ud00 (which contain the same bulk material as lot 66339ud00) are within the established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 66339ud00 was identified. Updated section b5 to correct typographical error from (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6); (same patient, different collection times) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported false positive alinity I stat high sensitive troponin result generated on the alinity I processing module for one patient in the emergency room. The following data was provided (customer¿s normal range: 0-15.6 ng/l): on 15dec2024: sample ID (B)(6): troponin result tested at 7:00 pm = 531.6 ng/l (ran on (B)(6) this result does not correlate with the patient¿s clinical presentation. A new sample with ID (B)(6) was tested at around 10:30 pm. Sample ID (B)(6) generated a troponin-I result of 27.20 ng/l on (B)(6) and was repeated on instrument (B)(6) giving a result of 25.8 ng/l. The laboratory marked this sample as a possible patient ID error and a new sample is requested. These results did not get reported out of the lab. A new sample with ID (B)(6) was collected at 12:35 a.m. Sample ID (B)(6) was tested and generated a troponin-I result of 23 ng/l on (B)(6). The customer retested the original sample tube, sample ID (B)(6), at around 12:15am generating a troponin-I result of 12.9 ng/l on another analyzer (B)(6). There was no impact to patient management reported.